Event description:
Once essure was placed I was "fit for duty" prior to the placement. I was in the (B)(6) and had no documented health problems. After having essure placed I have, fibromyalgia, arthritis, asthma, vitiligo, obesity, depression, migraines, chronic fatigue, insomnia, pelvic pain, bladder spasms, back spasms and full hysterectomy.